Manufacturer narrative:
A ge service representative performed an onsite investigation. The transformer was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor would blank out. No pt injury was reported.